Event description:
It was reported to medtronic minimed that the customer experienced crack on the battery side. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer confirmed physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. Mmt-1885 was requested and customer responded the device was returned.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with cracked battery tube threads and cracked case at the battery tube side. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case at the corner of the belt clip rail, missing serial number label, scratched keypad overlay, pillowing keypad overlay and a corroded battery tube. The pump was also received missing segments. The pump failed the self test. Pump was cut open to perform visual inspection and found corroded pcba1 and pcba2. The motor had moisture damage. No damage noted on the force sensor. Using a test pcba 1 and the original pcba 2, there was no missing segments noted. Using a test pcba 2 and the original pcba 1, the pump had missing segments. Missing segments was due to corroded pcba 1. Cosmetic damage was confirmed at the back of the pump. Display anomaly-missing segments/partial display confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.